Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: rapid reversal of heart failure by correcting left bundle branch block induced by transcatheter aortic valve replacement. Pacing and clinical electrophysiology. 2021;44:203¿207. Doi: 10.1111/pace.14132. 2182208-2021-02998 if information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding left bundle branch block pacing. The article reports a patient who developed complete atrioventricular block (avb) during the implant procedure of the implantable pulse generator (ipg). A temporary pacemaker worked at vvi pacing mode and the complete avb recovered during the implantation procedure. The status/disposition of the lead appears to be still in use. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.